Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface (mc) right 11 mm height, item# 42522100411, lot# 64850750. Tibia cemented 5 degree stemmed right size d, item# 42532006702, lot# 65329318. Foreign source: south africa. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported post implantation that the wrong side implants were implanted. The surgeon will monitor the patient through the rehabilitation process. No revision has been planned. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The root cause of the reported issue is attributed to off label use via implanting incompatible devices. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.